Event description:
Complainant alleged that the clinicians were performing a cardioversion on a pt (age and gender unknown), but the device displayed a "poor pad contact" message. The clinicians then applied a fresh set of stat pads multi-electrodes to the pt, but the device continued to display the same message. The clincians then obtained another device and successfully cardioverted the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The electrodes that were used during the event were inadvertently discarded subsequent to the event. The complainant was unable to supply the lot number of the used electrodes.